Manufacturer narrative:
Insulin pump received with no backlight, due to faulty panel at lcd board. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 102 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)